Manufacturer narrative:
The drain most likely was damaged in use. No CAPA will be initiated following this event.

Event description:
There is 1 mm cut on the drain found in use. The lot number is unknown.